Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that following controller exchange, the driveline was disconnected causing multiple alarms such as low flows, backup battery faults, and controller clock invalid. Related MFR # 2916596-2023-01471 and #2916596-2023-01473.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported events of driveline disconnections and backup battery fault alarms were able to be confirmed. The heartmate 3 system controller (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (B)(6) 2000, (B)(6) 2023 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. Backup battery circuit faults were active throughout the log file from (B)(6) 2000 at 00:03:30 00:19:41¿ (B)(6) 2023 at 17:09:21. The alarms were able to be resolved following the backup battery being reseated. The onset of the alarms was not captured in the log file. The system controller was shown to restarted twice in the log file resulting in the pump to stop for roughly 4 seconds. The controller resets were recorded after (B)(6) 2000 at 00:19:40, and at 00:03:58. When the controller was restarted, the log file captured both power cables being disconnected from power. These resets may be attributed to the backup battery faults prohibiting the backup battery to provide power to the system in the event of dual disconnections of the power cables. The driveline was disconnected on (B)(6) 2000 from 00:06:35 ¿ 00:06:38, from 00:15:10 ¿ 00:15:13, and again on (B)(6) 2000 at 00:02:13 ¿ 00:02:17. There were no other notable alarms active in the logfile. The device appeared to function as intended. Multiple good faith effort attempts were made asking why the primary controller (B)(4) was exchanged, and when it was exchanged. Additionally, it was asked if the driveline was disconnected from the controller or the inline connector, why the driveline was disconnected, if the alarms resolved, and if the patient tolerated the pump stop. No response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, backup battery fault, and driveline disconnect alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.